Event description:
It was reported that the zimmer dermatome was cutting unevenly. Despite multiple follow up attempts with the customer, no additional information was able to be obtained regarding the reported event.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device is 5 years old and was last returned to the manufacturer for repair on (B)(4) 2010. Investigation of the device did not display any prominent damage. Prior to repair, the device was within calibration settings. Customer's event could not be duplicated. Unable to determine a cause of the reported complaint. The device was serviced and returned to the customer.